Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hysterectomy on unknown date. During the procedure, the device would not activate. Another like device was used to complete the procedure with no adverse patient consequences.